Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The haptics were not broken. The optic ws cracked in the outer portion of one optic haptic junction. This damage may have been interpreted as the reported complaint. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/14/2009 and 05/29/2009 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
An ophthalmic assistant reported that during intraocular lens (iol) implant surgery, the haptic was noted to be broken. Enlargement of the incision was required during the same procedure to remove and replace the iol. Additional information has been requested.